Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the clip applier was shooting clips out of the side of the instrument. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the presence of clips in the instrument tube. The clip counter was not active. One malformed clip jammed in the jaws. The jaws were bent to one side. Functional testing found that the handle could not be cycled. The condition of the instrument jaws precludes further evaluation. It was reported that the clips were spitting . The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when a side load is applied to one side of the instrument jaw, pushing the jaw past the center line of the tube prior to actuating the handle (wedge plate activation). This can in some circumstances, causing one of the clip legs to become caught outside of the jaw, resulting in clip malformation as observed upon handle cycling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.